Event description:
Customer reported the adc freestyle libre sensor provided unspecified higher readings when compared to readings obtained on a healthcare professional meter. Customer reported she "thought the readings were correct" and as a result, did not self-treat. Customer "started feeling bad", experienced a loss of consciousness, and had contact with a healthcare professional who provided glucagon and "coke and jam" for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance that could lead to the complaint. A tripped trend review was conducted and the investigation concluded that the design continues to prove robust, the manufacturing process remains in control, and the product functions as intended, provided that the label copy is appropriately followed. During the relevant review period of one year prior to case awareness date there were no trips. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor provided unspecified higher readings when compared to readings obtained on a healthcare professional meter. Customer reported she "thought the readings were correct" and as a result, did not self-treat. Customer "started feeling bad", experienced a loss of consciousness, and had contact with a healthcare professional who provided glucagon and "coke and jam" for treatment. There was no report of death or permanent injury associated with this event.